Event description:
The patient contacted lifescan alleging that their one touch ultra meter would not power on. The medical affairs specialist (mas) spoke with the patient in 2005. The patient owned the reporter meter for about 1 1/2 years. They tested with the reported meter at 7:00am and obtained a result of 75mg/dl. They took their usual daily dose of insulin. Humulin r 15 units with 20 units of lantus insulin. They tested later in the morning and obtained a result of 90mg/dl. Their reading at noon was 160mg/dl. After lunch, while lying on the couch they felt "listless" and knew they should eat something. They did not test with the meter at this time. They think they passed out after that because they did not remember what happened next they were not sure what time it was when their neighbor found them convulsing. The neighbor called emt. A result of 56mg/dl was obtained on the emt meter. The patient was given orange juice with sugar to drink and two tubes of glucose gel. No IV was started and the patient was not taken to the hospital. About one hour later, the patient's blood glucose result was in the 200's. In attempting to test with the meter later, it would not power on. The patient took insulin per their usual daily regimen and was able to test with the meter prior to the time of concern. There is no indication that the product contributed to his experiencing hypoglycemia and medical intervention. The meter was replaced. The patient told the mas they tested with a friend's meter this morning and obtained a result of 75mg/dl before breakfast.